Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the basket was closed and the tip was intact. The side car-rx presented pushback out of specification. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited.   Therefore, the most probable root cause of this complaint is "operational context". The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2017. According to the complainant, during the procedure, when attempting to cannulate the common bile duct, the side car-rx(guidewire port) pushed back. There was difficulty advancing the trapezoid basket further into the common bile duct. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".